Event description:
It was reported that the patient presented during clinical follow-up. During interrogation, it was noted that the an episode of electrogram was missing. No interventions were performed. There were no patient consequences.